Event description:
The physician was performing a pta on the hepatic and portal vein when the balloon ruptured circumferentially. Te attempt to try and remove the balloon catheter through the sheath caused the end to break free and lodge in the patient's portal vein. The physician had to use forceps to remove the distal end of the balloon and catheter.

Manufacturer narrative:
(B)(4). Event is currently under investigation.